Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I es result was obtained from a patient sample while using the vitros 5600 integrated system. Based on historical quality control results, a vitros tropi es lot 2358 performance issue is not a likely contributor to the event. Vitros tropi es precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. However, this precision testing was performed on 02 february 2017 as part of another ongoing investigation and therefore, an instrument issue cannot be completely ruled out as a contributing factor due to the time difference in test events. Additionally, pre-analytical sample processing could not be ruled out as a contributing factor, as no information was provided by the customer. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive assignable cause for the event could not be determined.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I es result from a patient sample processed on a vitros 5600 integrated system. Patient vitros tropi es result 1.39 ng/ml versus expected <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if the results were to recur undetected. The higher than expected vitros tropi es patient sample result was reported from the laboratory, however following repeat testing, a corrected report was issued. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).